Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood and contrast visible in the guide wire lumen and on the distal shaft, consistent with handling. The balloon was tightly folded. The reported inflation difficulties could not be confirmed as a new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the balloon catheter to the rated balloon pressure (rbp) and the balloon inflated and held pressure. The patient anatomical information was not provided with the case information; however, if the anatomy was heavily tortuous or calcified, it could potentially cause the inflation lumen to narrow; resulting in difficulty inflating the balloon; however this could not be confirmed. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulty inflating the balloon was unable to be confirmed and there is no indication of a product quality deficiency.

Event description:
It was reported that the voyager nc balloon catheter did not dilate when the pressure reached the rated balloon pressure (rbp). No adverse patient effects were reported. No additional information was provided.